Event description:
Hosp reported the yoke assembly on the overhead counterpoise system broke causing the ocs to fall and hit the tech on the shoulder. The tech suffered soft tissue damage and was off work for a couple of weeks.